Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer 2.1 had failure. A field service engineer inspected for debris and loose connections, found no issue. Checked logs and found multiple reboots and windows updates. Machine randomly shutdown while nurse verifying and the updates being installed. After that recovered and inventoried the drawers. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding and had failed drawers, preventing user from removing the required high usage medication and causing patient care delays. There were no adverse events or injuries reported based on this event.